Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient performed a controller exchange at the site after experiencing an electrical fault alarm. No further alarms observed after the controller exchange was performed. The controller was returned to manufacturer for evaluation however the pump was not returned as it remained implanted. Review of the manufacturing documentation confirmed that pump (B)(4) met all requirements for release. Evaluation of the controller revealed that the device passed visual and functional tests. There were no abnormalities observed when the controller ran on test bench. A review of the log files confirmed the reported electrical fault alarms, likely due to intermittent connection between the pump and the controller, therefore causing a high watt and vad stopped alarm. The logs show that the driveline was then physically disconnected and re-connected to the controller. However, the pump was unable to start on single stator (this was an incidental finding) and a controller exchange was finally performed. The most probable root cause of the reported "electrical fault alarm" can be attributed to intermittent connection between the pump and the controller. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): do not rely only on flow estimation to assess cardiac output. An average estimated flow on the monitor or controller display of less than 2 l/min, or greater than 10 l/min may indicate an electrical fault, incorrect hematocrit entry or an occlusion due to thrombus or other materials (e.g. Tissue fragments) in the device. Inaccurate assessment of hvad® pump flow may lead to less than optimal treatment. The IFU also outlines alarms and the actions to take with each type and possible cause. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of two reports (3007042319-2016-00422 and 3007042319-2016-00423) submitted for devices related to the same event.

Event description:
It was reported from the (B)(6) that this (B)(6) male patient performed a controller exchange at the hospital after experiencing an "electrical fault" alarm. No further alarms were observed since the controller exchange was performed. The controller was removed from service and the patient was provided with a replacement device. The controller was returned to manufacturer for evaluation. There was no reported patient injury as a result of this event.